Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and tubing fill on a new setup, the user initially installed an old insulin cartridge without observing drops, then received an unable to proceed alert, and later could not see drops even after reaching 80 units until all supplies were replaced, consistent with a complete blockage involving the tubing; replacement supplies were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications issue identified during guidance and a device problem consistent with complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.